Manufacturer narrative:
Siemens is currently conducting an investigation of the reported event. As the investigation is ongoing, a root cause has not yet been determined. A supplement report will be filed upon conclusion of the investigation.

Event description:
It was reported to siemens that during a diagnostic cardiac catheterization the artis zee biplane system malfunctioned. The sensor was not working and the table would not move side to side. The patient was transferred from the table and moved to a different cath lab room and the procedure was completed without difficulty. It was reported that the female patient has a history of lymphoma of the breast with metastasis with abnormal EKG and shortness of breath. We are unaware of any impact to the status of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure or malfunction could be identified for the day of event stated by the customer. For investigation, log files and parts replaced were requested for analysis. The affected parts were not returned for evaluation, however, logs could be found for the potential date of event. The logs from that specific date are not showing a system failure or malfunction. Without proper information and the affected materials, the root cause could not be investigated.